Manufacturer narrative:
Device available for evaluation: 5554-45 lead, implanted: (B)(6) 2010, 419478 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure it was noted that the right ventricular (rv) lead had undefined high pacing impedance and no capture when programmed tip to coil. In addition, both high voltage coils had undefined high impedance. Due to the patient's condition, a lead revision was not possible so the configuration of how the lead was plugged into the new device was changed. The lead remains in use. No patient complications have been reported as a result of this event.